Event description:
It was reported by service report that the top rail and spindle were broken presenting sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.